Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 24ga 0.75in y needle punctured the catheter. The following information was provided by the initial reporter: material no. 383531, batch no. 9276143. It was reported that the needle punctured the catheter. Email verbatim: per rn these are the high-level steps that occurred IV catheter was inserted into patient. Rn was removing the needle and noticed that blood was flowing out of the needle. Rn inspected further and pulled out the needle and found that the needle had punctured the catheter. Rn removed both the needle and catheter from the patient.

Event description:
It was reported that nexiva 24ga 0.75in y needle punctured the catheter. The following information was provided by the initial reporter: material no. 383531 batch no. 9276143 it was reported that the needle punctured the catheter. Email verbartim: per rn these are the high-level steps that occurred - IV catheter was inserted into patient. - rn was removing the needle and noticed that blood was flowing out of the needle. - rn inspected further and pulled out the needle and found that the needle had punctured the catheter. - rn removed both the needle and catheter from the patient.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.